Event description:
See incident / accident report of equipment malfunction attached. Zero environmental conditions relevant to this incident. Screw on screw actuator broke internally in actuator assembly - see attached pictures.

Manufacturer narrative:
The lift was returned to smt and inspected by our engineering staff, r&d, and the magnetic actuator companies operations mgr. None of us could see a visual reason why the actuator broke. The operation's mgr asked if the complete unit could be sent to their factory for further evaluation. The don said, they have pictures and so does smt and the operations mgr, so it is alright to do so and find out as soon as possible.